Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was believed to be operating in safety mode. Technical services (ts) was consulted and determined that the device had reached battery capacity depleted (bcd) status, rather than operating in safety mode. Additionally, ts identified signal artifact monitor (sam) episodes approximately two prior to this event, which were determined to be false positives due to atrial fibrillation (af). This device was subsequently explanted. No additional adverse patient effects were reported. This device has not been returned for analysis.